Event description:
It was reported that after the md inserted the intra-aortic balloon (iab), the membrane did not fully inflate. As a result, the iab was removed. The registered nurse also stated that after the iab was removed "the tip looked flat." The iab will be returned for evaluation. There is no more information available.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.